Event description:
It was reported that the system powered up with error code 480 (sensor interface error) indicating remove delivery device but no delivery device was plugged in. Turned the generator off and on but the issue was not resolved. Procedure was canceled. No complications to the patient occurred due to this event.

Event description:
It was reported that the system powered up with error code 480 (sensor interface error) indicating remove delivery device but no delivery device was plugged in. Turned the generator off and on but the issue was not resolved. Procedure was canceled. No complications to the patient occurred due to this event.

Manufacturer narrative:
The product was not returned so no physical analysis could be performed. A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the information available, the device was not returned and there is no sufficient information to determine the cause contributing to the reported issue. An evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the system powered up with error code 480 (sensor interface error) indicating remove delivery device but no delivery device was plugged in. Turned the generator off and on but the issue was not resolved. Procedure was canceled. Patient outcome information was not provided.